Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The present post-market clinical follow-up (pmcf) named "safety and performance of the t2 femur implants utilizing the premier healthcare database" is intended to provide additional clinical data from the real-world usage of the device . This investigation is a post-market, retrospective data collection that has been designed to collect real world standard of care data on patients that have been previously treated with the t2 femur implants in a representative population in the us. The study period was from 1 january 2016 to 31 march 2024. During the review of the pmcf, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported : implant pain in 24 case. This is for patient 8 out of 24.